Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2010. It was reported that he is experiencing difficulty communicating with the ipg via the charging system. Efforts to resolve this matter with the use of a new charging system proved unsuccessful. Surgical intervention will be undertaken to replace the patient's ipg; however, a date for the procedure has not been set.